Event description:
The hospital reported that 7mm extended length endoscope image was extremely cloudy. The caller did not know when or how the problem was discovered and did not have patient effect information.

Manufacturer narrative:
Tw (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,d4-exp date,d9,g3,g6,h2,h3,h4,h6,h11. The reported device is an OEM device. The certificate of conformance was reviewed for the serial #943383. The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.